Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The reported device was not returned, which make it impossible to confirm the presence of a leak at the hub. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective and preventative actions are in the process of being implemented. These devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. The armada 35 balloon catheter leaked at the proximal hub during inflation of the balloon. The leak was observed when the balloon started to lose pressure. By leaving constant pressure on the indeflator the balloon was able to stay inflated; however, another balloon catheter was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.